Manufacturer narrative:
(B)(4). D10 - medical product: articular surface catalog # 00596204210 lot # unk, stemmed tibial component catalog # 00598004702 lot # unk. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that on the bill that patient had miss match prosthesis implanted two weeks post implantation. The surgeon was unaware and informed that the knee felt good. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Correction: h4. H6: mechanical (g04) - femur. Reported event was confirmed by follow ups. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4.

Event description:
No further event information available at the time of this report.